Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73b2200288 was manufactured on 02/09/2022 a total of (B)(4) pieces. Lot was released on 02/22/2022. DHR investigation did not show issues related to complaint.

Event description:
It was reported that while in use on a patient, the stapler jammed. As a result, a new stapler was used. No patient harm or injury. The patient status is reported as "fine".